Event description:
It was reported that the patient lost consciousness due to hypoglycemia. Specific blood glucose levels not provided. The patient's child found the patient unconscious and was able to treat them by giving them sugar syrup. The pod was worn between 5 and 24 hours. The patient did not require medical assistance.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and loss on consciousness. No lot release records were reviewed, as the product lot number was not provided.